Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer had gone into diabetic comma in the middle of the night on (B)(6) 2013, was hospitalized the same day, and passed away not long after, on (B)(6) 2013. The caller stated that the customer's blood glucose at the time of death was said to be zero mg/dl and unreadable. The customer was wearing the insulin pump at the time of death. The device was removed by the hospital employees. The caller stated that she was unsure but she thinks that the customer was not using sensors and does not think the customer was wearing a sensor at the time of death. The caller stated that not long after the customer's passing, the insulin pump was discarded. Hence, the device cannot be returned for analysis. The caller could not verify the insulin pump information (serial number and batch number). No further information is available at this time.